Event description:
It was reported that the symptomatic patient presented in clinic with a fever for a follow-up regarding a procedure unrelated to the device implant. The system was explanted without complication. The patient was stable before, during and after procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.